Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: right hemicolectomy. Event description: this customer has used clip applier several years. When the trigger was fully squeezed against the handle there came clips randomly. The clips loaded randomly when pressing the trigger. Additional information received from applied medical representative via email on 21nov23: patient is fine. The clips which loading normally seated in the jaws, but clips which no loading they didn¿t. When the clip applier was on it´s place and the trigger was pulled against the handle clip doesn´t load every time. Patient status: no clinical impact to the patient. Intervention: they took competitors product.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These (B)(4) units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, # (B)(4) was included in the recall.

Event description:
Product procedure: right hemicolectomy event description: this customer has used clip applier several years. When the trigger was fully squeezed against the handle there came clips randomly. The clips loaded randomly when pressing the trigger. Additional information received from applied medical representative via email on 21nov23: patient is fine. The clips which loading normally seated in the jaws, but clips which no loading they didn¿t. When the clip applier was on its place and the trigger was pulled against the handle clip doesn´t load every time intervention: they took competitor's product. Patient status: no clinical impact to patient.